Event description:
It was reported that the ins (implantable neurostimulator) had to be implanted deeper into the upper buttocks because "the ins tore away at the muscle" which was "expected." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3998 lot# v378107, implanted: 2010 (B)(6), product type lead product ID: 399945 lot# v378163, implanted: 2010 (B)(6), product type lead product ID: 3708240 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3708240 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).